Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the system's boot-up sequence was stuck due to a power glitch. To resolve the issue, the fse performed a complete system power down, including powering off the low load fluoro ups and switching off the incoming power from the hospital mains. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.